Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging all the keypad buttons were unresponsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-may-2019 with the following findings: during investigation, no damage or peeling was found to the keypad. All keys were responsive. The keypad was removed, and contamination was found under the all the button contacts. The alleged keypad button issue was unable to be duplicated during testing. Unrelated to the original complaint, the battery compartment was cracked below and above the grip pad. The battery compartment had a leak, with evidence of moisture corrosion. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.